Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a calcified external iliac artery. When deploying a 9.0 x 100 mm absolute pro self-expanding stent, it was only able to partially deploy. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that the partially deployed 9.0x100mm absolute pro self-expanding stent system was able to be simply withdrawn and the procedure was completed by ballooning the vessel. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal shaft was bent in the moderately calcified anatomy resulted in preventing the shaft lumens from moving freely resulting in the reported activation/deployment failure; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.